Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging hypoglycemia associated with alleged keypad malfunction. The reporter stated that the patient's blood glucose (bg) was 51mg/dl and the patient was slow to respond, unsteady, and had cognitive impairment. The reporter alleged that the patient had received an over delivery due to an under responsive issue in the ok, up and down keypad buttons. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. It was reported that the patient's healthcare provider had not adjusted pump settings before or after the alleged event. It had been determined that no extra boluses had been delivered but that the patient was attributing the low bg to an alleged keypad malfunction. This complaint is being reported for alleged hypoglycemia associated with alleged keypad malfunction.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed the time and date resetting to default following a power reset event on (B)(6) 2014; the time was then manually set to the correct date. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No damage was found to the keypad and all buttons responded to presses appropriately. The keypad was removed and no damage was found to the button contacts. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump time and date was set upon start of a 24 hour exercise test. The battery was removed for 6 hours and upon re-start, the time and date returned to the default setting. The pump was opened and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.